Event description:
The distributor contacted animas on (B)(6) 2013 alleging the down arrow keypad button was unresponsive to user input. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing confirmed intermittent responses to button presses on the 'up' and 'down' buttons. Multiple button presses are required before the 'up' and 'down' buttons engage. The 'ok' and 'contrast' buttons respond to user input. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Observed the bolus button cover has a hole in it but is functional.